Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer experienced high continuous glucose monitor (cgm) readings during these occlusion events. A correction boluses via the pump was administered to manage blood glucose levels, with no external assistance required. Reportedly, the customer was not properly removing residual air from the cartridge and was using cold insulin. The customer was educated on the proper load techniques. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.